Event description:
Pt underwent dual chamber pacemaker placement in conjunction with ICD generator replacement. The ventricular lead was a medtronic capsure fixed 5068 58 cm in length. Lead placement was accomplished without difficulty. It was positioned to an orthogonal position. When dr went to suture the lead in place, they moved the existing "butterfly" fixation sleeve. On doing this dr noticed there was a complete circumferential interruption of the external insulation layer on the lead underneath the butterfly position. It was necessary to remove the lead completely and replace it with another lead of the same MFR. There was no aspect of the surgical procedure which would have contributed to an insulation break at this point. It, therefore, has to be regarded as a failure of an implanted device that complicated the procedure. It added approximately 20 to 30 mins to the implant procedure which was already complex and difficult. The pt survived the procedure without complications. Rptr has asked medtronic to forward their analysis. The lead has been sent to hosp for initial analysis.